Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing the air from the cartridge prior to filling the cartridge. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. Customer continued to use the original cartridge. There was no reported adverse impact to the customer.